Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual evaluation noted one photo sample received. Visual inspection noted photo sample contained one magic3go handle and packaging. No silicone catheter is evident in photo sample received. Although an exact root cause could not be established, a potential root cause is operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the probe was missing from the blister pack during a demonstration. They had only the cup and not yet able to check others like that in the box..

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the probe was missing from the blister pack during a demonstration. They had only the cup and not yet able to check others like that in the box.